Manufacturer narrative:
The following fields were updated based on additional information provided: d4: model no: 19191; d4: lot no: l72161; d4: expiration date: 7/14/2022; d4: unique identifier (UDI) #: (B)(4); h4: device mfg date: 1/14/2021.

Manufacturer narrative:
The received device had the cannula assembly deployed. Investigation of the fluid path found no bends, kinks, or damages to the soft cannula. A leak test found no signs of leakage in the fluid path. A crack was observed in the top housing; it cannot be determined when or how this damage occurred. No other damages or manufacturing deficiencies were found during the investigation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 360 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.